Event description:
N/a.

Manufacturer narrative:
An event of difficulty rotating the valve and incomplete leaflet cooptation was reported. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the effective orifice area value was 2.27 and the regurgitant fraction value was 8.9%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff valve was chosen for a aortic valve replacement (avr) procedure. Before procedure, the valve never rotated. During procedure, the aorta was enlarged using a pericardial patch and the valve was implanted. However, upon positioning and securing the valve to the annulus with sutures, the mechanical valve failed to open or rotate. If the the valve was no longer in the annulus the result was the same, the valve did not rotate. A new 21mm sjm regent heart valve w/ flex cuff valve was chosen and successfully implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.